Event description:
An optometrist reported a pt has a corneal scar in her left eye (os) resulting from infiltrates while using this prod. The rptr explained the pt presented with a red, painful eye with infiltrates in the cornea. The pt discontinued lens wear and the symptoms resolved. When she restarted lens wear with prod the symptoms returned. The optometrist stated the pt then started using a different prod with new lenses and the symptoms did not return. In 2008, the optometrist observed the pt still has some corneal scarring and referred her to a physician for steroid treatment to resolve this issue.

Manufacturer narrative:
Eval summary: the complaint device associated with this complaint was not rec'd for eval. Prod history records could not be reviewed because the rptr has not provided a lot # or any identification traceable to the mfg documentation. Investigation including root cause analysis will be conducted if lot # is provided or complaint device is returned. This report mailed in to FDA on: 02/15/2008. Add'l info was requested on 02/12/2008.